Event description:
It was reported that the device failed therapy test. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor, however the customer did not express interest in replacing it/accepting service quote. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed therapy test. There was reportedly no patient involvement.